Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous vessel. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut got lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.